Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the refrigerator unit was not being detected due to a software issue caused by the station's firewall. The station's firewall was configured appropriately, and cables were reseated as a preventative measure, communication with the device was restored. The system was functional as intended.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unit was not being detected on the communication bus, preventing users from removing medication that is exclusively available on the refrigerator unit. The customer reported a delay in dispensing medication but did not know the condition of the affected patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-dec-2021 to 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that system was not responded on removing medication. The fst was dispatched to resolve the issue. The system functioned as intended after the technical support specialist accessed the device.

Event description:
It was reported by the customer that a pyxis medstation es system refrigerator unit was not being detected on the communication bus, preventing users from removing medication that is exclusively available on the refrigerator unit. The customer reported a delay in dispensing medication but did not know the condition of the affected patients. There were no adverse events or injuries reported based on this event.